Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specificationsplc231000j/14824376 UDI: (B)(4).rlt231216j/14864493 UDI: (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm and a right common iliac artery aneurysm using a gore® excluder® aaa endoprosthesis. The right internal iliac artery was coil embolized and covered by the ipsilateral leg. All components of the endoprosthesis were implanted as planned. During the procedure, touch-up ballooning to the distal end of plc231000j located in the left common iliac artery was performed with an sg balloon. It was reported some portion of the balloon was outside of plc231000j and extended into the left internal iliac artery during the touch-up. Also, the physician reportedly said the balloon was inflated too much. Angiography revealed the left internal iliac artery was ruptured. The physician occluded the left common iliac artery with the sg balloon since the patient¿s blood pressure was slightly dropped. The procedure was converted to an open repair. The proximal portion above the flow divider and the distal portion landed in the right external iliac artery of rlt231216j were not explanted. Other portion of rlt231216j and plc231000j were explanted. The abdominal aorta was replaced with a vascular graft (hemashield). Blood pressure was stable, and the patient tolerated the procedure.